Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009.

Event description:
Package was rec'd with a crushed catheter tip.